Event description:
It was reported that during central processing, a broken wire was identified on the megasuturecut needle driver instrument. The instrument was not used. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken. The grip cables were broken at the distal idlers. Idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis investigation also found scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.